Event description:
The reporter indicated that a 13.7mm vicm5 13.7 of -9.0 diopter implantable collamer lens had linear stains on the lens. The lens was not implanted into the patients left eye (os). A replacement lens of the same model/size and diopter was implanted and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: lens returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection found residue throughout the lens. Indentation in footplate. Claim#: (B)(4).